Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. Subsequently, latitude data analysis was request and shock impedance high out of range was noted. Device remains in service. No additional information is available at the moment. No adverse patient effects were reported.